Event description:
It was reported that the patient has never had therapeutic effect. The patient had experienced return of unspecified symptoms noted following a new pump and catheter implant. The hcp was unable to aspirate from the catheter access port. The hcp planned to perform an indium dye test. The pump contained preservative-free morphine sulfate. It was later reported that the patient believes he has an inflammatory mass. He stated that it seems like there is a growth or mass at the area where the catheter goes in.

Manufacturer narrative:
.